Event description:
It was reported that the pump alarms "cassette not attached properly." Event occurred during testing and not while in use with a patient.

Manufacturer narrative:
B3: event date is unknown. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: evaluation codes updated. Device evaluation: one device was received. A review of the event history found a high alarm displayed: cassette not attached properly. The customer reported complaint was able to be duplicated by functional testing. The cause was found to be the downstream occlusion sensor. The downstream occlusion sensor was replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.